Event description:
It was reported that the User experienced a hyperglycemic event on (b)(6) 2026. The user reported a fingerstick blood glucose level of 245 mg/dL; however, no sensor glucose (SG) reading was available because a Calibration Expired alert was active at the time of the event, and the system was not providing sensor glucose readings, consistent with the intended device design. As glucose readings were unavailable, a High Glucose alert was not triggered. The user did not seek medical treatment, resolved the event independently, and confirmed that their healthcare provider was aware of the incident.

Manufacturer narrative:
At the time of event, the system was not providing sensor glucose readings as due to a Calibration Expired alert, as the user had not performed the required calibration. This is consistent with the device design, and no device malfunction was involved. The event does not require additional investigation.